Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgqf084 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that a mediport was leaking. No other information was provided.

Event description:
It was reported by the customer that a mediport was leaking. No other information was provided. Additional information received via medwatch:"serious of 28 similar events from 9/27/2022 through 12/14/2022 from three lot numbers (asgsfc061, asgsfc052, and asgsfc076).a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication.  Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion.  After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site.  The cracks are nearly identical in nature.  These cracks have been associated with take-home 48-hour infusions with 5fu."28 occurrences were reported.  After follow-up with the customer, differentiating information was received. Multiple files were created to capture the differentiating information across the 28 occurrences.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. 28 occurrences were reported by the customer. After follow-up with the customer differentiating information was received that required additional files. The following medwatch reports were created to capture the differentiating information across the 28 occurrences:  3006260740-2023-00176, 3006260740-2023-00175, 3006260740-2023-00174, 3006260740-2023-00173, 3006260740-2023-00172, 3006260740-2023-00178, 3006260740-2023-00179, 3006260740-2023-00180, 3006260740-2023-00181, 3006260740-2023-00177, 3006260740-2023-00187, 3006260740-2023-00186, 3006260740-2023-00185, 3006260740-2023-00184, 3006260740-2023-00183, 3006260740-2023-00182, 3006260740-2022-04404, 3006260740-2022-04515, 3006260740-2022-04406, 3006260740-2022-04407, 3006260740-2022-05664, 3006260740-2022-05840, 3006260740-2022-05841, 3006260740-2022-05859, 3006260740-2022-05858, 3006260740-2022-05910, 3006260740-2022-05982, 3006260740-2022-06010.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A longitudinally aligned crack was observed in the y-site. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the crack in the y-site. Microscopic inspection of the crack revealed a granular fracture surface. The crack occurred along a weld line in the molded material. Material discoloration and superficial stress cracks were observed in the vicinity of the fracture. The crack occurred along a feature in the material that occurred during the molding of the y-site component and appeared to be the result of that weld line feature. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported by the customer that a mediport was leaking. No other information was provided. Additional information received via medwatch:"serious of 28 similar events from 9/27/2022 through 12/14/2022 from three lot numbers (asgsfc061, asgsfc052, and asgsfc076).a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication.  Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion.  After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site.  The cracks are nearly identical in nature.  These cracks have been associated with take-home 48-hour infusions with 5fu."28 occurrences were reported.  After follow-up with the customer, differentiating information was received. Multiple files were created to capture the differentiating information across the 28 occurrences.